Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device was unable to detect an ECG signal using ECG electrodes. The user reportedly changed ECG electrodes and attempted to monitor with two separate electrode pads and the device failed to detect an ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.